Manufacturer narrative:
The returned device leaked at the site where there was an after-market adaptor connecting two segments of the patient-line tubing proximal to the patient-line stopcock. The distal end of the proximal-most segment of tubing referenced above was missing the female luer adaptor which suggests that it was the site of the reported disconnection. It is unknown how or when this damage occurred. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device tubing pulled free from the stopcock at the patient¿s shoulder when the patient was being repositioned in their bed. The report states that the nurse immediately laid the patient down and capped the tubing with their gloved hand to slow the flow of fluid. According to the report, a second nurse clamped the tubing with two clamps within seconds of the event. The report states that clorohexidine wipes were used to clean the site and that it was then placed in sterile gauze. According to the report, the neurosurgery nurse practitioner was paged and that they made the repair when they arrived. The report states that the entire external ventricular drainage device was changed and that the device remained intact and draining fine for the remainder of the shift. The report states that the patient did not incur any injury and that they were doing fine following the event.

Manufacturer narrative:
The returned device leaked at the site where there was an after-market adaptor connecting two segments of the patient-line tubing proximal to the patient-line stopcock. The distal end of the proximal-most segment of tubing referenced above was missing the female luer adaptor which suggests that it was the site of the reported disconnection. It is unknown how or when this damage occurred. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)